Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "plastic" and a "transparent thread" were found in separate bd plastipack¿ syringes. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
DHR, maintenance and quality notification records were analyzed and no deviation was found for this batch. No samples/photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident.

Event description:
It was reported that "plastic" and a "transparent thread" were found in separate bd plastipack syringes. There was no report of exposure, injury, or medical intervention.